Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported, "revision surgery due to aseptic loosening of weber stem. During revision surgery osteolysis perifocal of medullary plug was noticed. Surgeon claims, that this could be the reason for the loosening. Implantation positon: right. Ceramic implant generic. Hip stem generic - (B)(4). Implantation position: right. Implantation method: cemented. Date of implant (B)(6) 2008. Additional information was requested from the customer including product ID and lot number. Additional information was provided on 27-aug-2014: there are no x-rays available. The pictures in "(B)(6)" close-ups of bone samples (bad quality). The date of revision was (B)(6) 2013. Commercial name of the bone cement used by the surgeon was 'unknown'. 'The hospital had the bone surrounding the synplug inspected. It is written that the hospital assumes the synplug dissolved and caused the osteolysis. The osteolysis was already visible in 2009 (thinning of the cortical bone)'. Additional information regarding this event were provided by the customer to integra in (B)(6) and will be translated.